Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a right subclavian access was used. After deployment, a balloon aortic valvuloplasty (bav) was performed four times to reduce the gradient. An adequate reduction was achieved and the procedure was completed. The patient had been previously intubated at a different facility and remained intubated following the procedure. The first post implant day upon extubation, it was noted that the patient had stroke, manifested by facial paralysis. The physician was not sure what the cause of the stroke was because the patient had been transferred from another facility while intubated, however, thought it might be related to the subclavian access or the multiple bavs. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.